Event description:
It was reported that during surgery, the tip of the screwdriver broke in the screw head. The broken tip and the screw are implanted.

Manufacturer narrative:
Device not returned. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.